Event description:
Had blood in urine. Immediately went to pcp tested agreed referred to urologist. Days before visit. Went into emergency room with terrible pain. After cat scan they called urologist who order scan with fluid. Determined tumor. Within days visit to urologist must have kidney removed and done (B)(6) 2021. Two scans show clear but I am taking keytruda as preventative action. Next scan (B)(6). Have 5 infusions completed with 12 more. Cost (B)(6) each. Have biopsy also from surgery. FDA safety report ID# (B)(4).